Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative was onsite and did observe the customer's report. However, the report was no longer seen after the log was cleared. Without receipt of the device, root cause evaluation could not be performed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device device's display showed white lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.